Event description:
The customer's biomedical engineer reported erroneously low total beta human chorionic gonadotrophin (tbhcg), for one patient, involving the access 2 immunoassay system. An initial low result of 0.33 miu/ml was obtained but was not released from the laboratory. There was no patient impact associated with this event. Subsequent testing of the patient's sample, on an alternate instrument, produced a correct result of 1,900 miu/ml. Upon inspection of the instrument, the biomedical engineer observed a slightly loose transducer and alignment was slightly off. The biomedical engineer noticed all four screws to be longer than normal. The biomedical engineer replaced the incorrect screws and verified alignments. High sensitivity (hs) system check was completed and passed within specification. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the reported issue through system diagnostics. In conclusion, the likely cause of the event is attributed to the incorrect transducer screw length.